Event description:
It was reported that the patient believed that his pump was empty; he was hearing a critical pump alarm since (B)(6) 2013. The patient had a refill appointment scheduled on (B)(6) 2013, but had a real bad migraine, so didn¿t make the appointment. The appointment was rescheduled for (B)(6) 2013. On (B)(6) 2013, the patient woke up at 3am in a lot of pain; the patient called his physician and was told to go to the hospital to get the pump refilled. The pump was delivering morphine and it was thought there was something else in it too. It was noted that the patient was told he would need a pump replacement in 3-6 months. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l71602, implanted: (B)(6) 1999, product type catheter. (B)(4).